Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of a partial stent deployment.

Event description:
It was reported to boston scientific that an axios stent and electrocautery enhanced delivery system was to be implanted in the stomach to treat stomach obstruction during a gastrojejunostomy procedure performed on (B)(6) 2024. The physician was using the endoscopic ultrasound (eus) method of deployment where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1-to-1 fashion. During the procedure, the first flange took a longer time to expand inside the patient, and the proximal flange of the stent did not deploy at all. The stent was removed from the patient partially deployed on the delivery system. The physician deployed the stent outside the patient, and it took three (3) hours for the stent to completely expand. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. Note: it was reported that the axios stent and electrocautery- enhanced delivery system was to be used to treat a stomach obstruction during a gastrojejunostomy procedure. Per the axios stent and electrocautery-enhanced delivery system instructions for use (IFU), the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6 cm in size and walled-off necrosis >= 6 cm in size that are adherent to the gastric or bowel wall. The stent is not indicated to treat a stomach obstruction during a gastrojejunostomy procedure.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of a partial stent deployment. Block h11: an axios stent and electrocautery enhanced delivery system was received for analysis. Visual examination of the returned device found the stent fully expanded and deployed. No other damages were noted to the stent and delivery system. The reported event of stent partially deployed could not be confirmed. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use (IFU)/product label. It was reported that the axios stent and electrocautery- enhanced delivery system was to be used to treat a stomach obstruction during a gastrojejunostomy procedure. However, the axios stent and electrocautery enhanced delivery system instructions for use state, "the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of a pancreatic pseudocyst or a walled-off necrosis with >=70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstructions due to a malignant stricture." The stent is not indicated to treat a stomach obstruction during a gastrojejunostomy procedure. Therefore, a review and analysis of all available information indicated the most probable cause is no problem detected.

Event description:
It was reported to boston scientific that an axios stent and electrocautery enhanced delivery system was to be implanted in the stomach to treat stomach obstruction during a gastrojejunostomy procedure performed on (B)(6) 2024. The physician was using the endoscopic ultrasound (eus) method of deployment where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1-to-1 fashion. During the procedure, the first flange took a longer time to expand inside the patient, and the proximal flange of the stent did not deploy at all. The stent was removed from the patient partially deployed on the delivery system. The physician deployed the stent outside the patient, and it took three (3) hours for the stent to completely expand. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. Note: it was reported that the axios stent and electrocautery- enhanced delivery system was to be used to treat a stomach obstruction during a gastrojejunostomy procedure. Per the axios stent and electrocautery-enhanced delivery system instructions for use (IFU), "the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of a pancreatic pseudocyst or a walled-off necrosis with >=70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstructions due to a malignant stricture. The stent is not indicated to treat a stomach obstruction during a gastrojejunostomy procedure.